Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited high pacing impedance above the normal limit. It was also observed that the lv lead had pulled back and was barely in the coronary sinus. No capture was present on the lv lead and it had been programmed off. The rv and lv lead were capped (B)(6) 2024 and replaced. The patient was stable.